Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported wound dehiscence occurred at the patient's ipg site. In turn, the physician elected to explant the patient's scs system.